Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the ipp was no longer functioning leading to the procedure. The explanted device was said to be over seven years old and hadn't been used. There were no specific device malfunction associated with the device. The patient did not experience any adverse event and was said to have had a good result after the procedure. No more information available at the moment. Should additional information become available, it will be provided.